Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a collet contaminated with dried serum in the reported problem area of the pipette assembly. Replaced the collet in position 7 and cleaned tip eject sleeve. The instrument was inspected, tested without further problem, and returned to expected operation.